Manufacturer narrative:
No product was returned however the pump?s operator's manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Rate 2.2 milliliters, volume 6.8 milliliters, given 95.2 milliliters. It was unknown if there was air in the line. The patient was not affected. There was no patient injury.